Manufacturer narrative:
Investigation: further information received for this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on the additional investigational information. Additional information provided by the customer indicated that there were (B)(4) occurrences of wbc contamination, however, the wbc counts for all (B)(4) events were below the 5.0x10^6 threshold. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.the run data file (rdf) was analyzed for this event. Root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. Signals in the rdf indicate it is possible, though not conclusive, that the steady state of the leukoreduction system chamber may have been disturbed, potentially causing more cells than expected to escape late in the procedure. It is also possible, though not conclusive, this leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The disposable kit is not available for return because it was discarded by the customer.